Manufacturer narrative:
Device not returned. Additional manufacturer narrative: on (B)(6) 2011 new information was received from the surgeon that indicates this device was explanted due to stenosis and was replaced with a larger size of the same model device. The valve has been discarded by the hospital and therefore is not available for return and evaluation. No operative report or additional information has been provided to support the surgeon's statement of explant due to stenosis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 25mm valve was explanted after an implant duration of approximately 4 years 5 months (53.60 months) and was replaced by a 27mm valve (same model) due to unknown reasons. No further details were provided. On (B)(6) 2011 new information was received from the surgeon that indicates this device was explanted due to stenosis and was replaced with a larger size of the same model device. The valve has been discarded by the hospital and therefore is not available for return and evaluation.